Event description:
Pt placed on monitor with spo2, nibp etco2 plus EKG. Unable to obtain spo2 nibp etco2 readings. EKG tracing fluctuated from base to top of screen repeatedly. No physiological tracing was obtained. Original electrodes changed to our bluesensor electrodel. No improvement. The cable plug in and lead wire were traced. No improvement. The unit was turned off 15sec for reboot. No change.